Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that after finishing a denovo pulmonary vein isolation (pvi) procedure the patient had low blood pressure. While in the wake-up room the blood pressure didn't improve. After doing an ultrasound it was determined that there was a hematothorax and the perforation was distal in the right inferior pulmonary vein (ripv). The patient was admitted to a surgical department where the perforation could be dealt with a thorax drainage without surgery. The patient is expected to fully recover. In the physician's opinion, the device caused or contributed to the patient complication of blood loss/hemorrhage.